Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced a return of his urinary incontinence, with seven pads a day use. A cystoscopy was performed and it was verified that the artificial urinary sphincter (aus) device was not compromised and coaptation was observed; however, since the patient has a neurogenic bladder, it was decided to remove the previous aus device and replace it with a tandem cuff and a higher pressure regulating balloon (prb). The previous prb was not explanted and remains in situ. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.